Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on the observed circumferential fracture, the potential for forward firing may exist.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that there was a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited severe debris adhesion on surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Investigation conclusion analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including distal circumferential fractures. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.